Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were issues with clip information and the artery bled through the clips. After firing several unsuccessful clips, the device began to fire conforming clips. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.